Event description:
According to the initial information received, a 24mm amplatzer septal occluder was sized using the guidance of an echocardiogram and measured as follows: toe: 0:21.5mm, 45: 19.5m, 70: 20mm, 90: 20.5mm, 120: 20-21mm. (Native defect measurements were not provided.) The mitral valve and aortic, svc and ivc rims appeared adequate and a 24mm amplatzer septal occluder (aso)was successfully placed. During an echo taken four hours post-implant, the aso was found to have embolized into the right ventricle. In hindsight, the physician reported the ivc rim may have been too small. The aso had embolized into the tricuspid valve so a percutaneous removal was deemed too risky to attempt. The patient was referred for surgery to have the aso surgically removed and the atrial septal defect surgically repaired.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 10f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Images were requested in this case; when additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Image review: review of the medical records and images by agas medical consultant resulted in the following findings: this (B)(6) female patient underwent asd closure with an aso device. A detailed echocardiogram was performed during the procedure. The defect was measured in short-axis, bi-caval and 4-chamber views. The atrial septal rims were deemed to be of adequate size for device closure. Based upon the size of the defect, a 24mm aso was implanted. Approximately four hours after the procedure, a transthoracic echocardiogram (tte) revealed that the device had embolized into the right ventricle. The patient was referred for surgery and the device was removed and the defect repaired. One cd containing an echocardiogram and a few still fluoro images were provided. The still images were taken during the wiggle test but did not provide any useful information. The cd contained echo loops that were obtained after the device was placed. There were still images for each echo loop provided. Finally, there were two echo loops of tte that showed the embolized device in the right ventricle. Unfortunately there were no echo images of the asd interrogation and defect measurement. All echo images provided were of the atrial septum after the device had been placed. The still images documented the defect size and atrial septal rims. The defect measurements were as described above. The ivc rim was nearly absent in one still image and in another image, it was small and of poor consistency. The device appeared to stride the aortic, svc, and all other rims. The wiggle test, evaluated by fluoroscopic images, confirmed stable position of the device at and before the time of release. Conclusion: according to agas medical consultant, the following conclusion was drawn and were based upon the limited echo images provided: the device embolized due to a nearly absent aortic rim. The small ivc rim that was seen in one view appears to have no support to hold the device. The stability of the device at the time of release, the timing of embolization (a few hours after the procedure) and, embolization of the device into the right ventricle are strong indicators of ivc rim deficiency or absence.